Event description:
Blood sample obtained by md using portex pro vent arterial blood sampling kit. After withdrawing blood sample, the orange safety catch was closed. The needle broke off along with the orange safety catch at the tip of the syringe. Blood splashed onto operator's shirt/coat (no skin contact).